Manufacturer narrative:
Internal complaint reference case (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications, found that the material must comply with the specifications listed by smith and nephew. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the osteoraptor anchor broke during surgery. The procedure was completed with a smith and nephew back up device. It is unknown if there was a delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and green suture string off the device. The anchor is fractured at the proximal end. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the material must comply with the specifications listed by smith and nephew. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.